Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the b button of the insulin pump was not responding. The customer's blood glucose level was 150 mg/dl at the time of the incident. It was reported that the customer dropped the insulin pump on the floor in the bathroom. The drive support cap appeared normal or slightly indented. The insulin pump passed the self-test and the high performance test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2 or lcd keypad connector.